Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient was hospitalized and on life support for almost two years which was unrelated to the patient's stimulation device/therapy, but she did not recharge of use therapy during that time. When they tried to jumpstart it they were not able to get it running again; the patient checked the device and had jumpstart sessions but they were not successful so the patient had ins replacement surgery. The patient first checked the ins and was not able to connect or recharge in (B)(6) of 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.